Event description:
I opened two new packages of coopervision -2.25 ethosaquatec daily contact lenses. These are brand new lenses that were ordered immediately after my eye exam in (B)(6) 2024. Both packages of daily contacts are blurry, caused dry eyes, along with trouble in driving, work, and other daily activities. These are the same brand and same prescription that I have had for two to three years now without an issue. They seem like they may have either been packaged under the wrong prescription or have some kind of residue on them. I went back to my optometrist to get a 5-day supply of trial lenses under the same prescription and those work perfectly, along with the old lenses that I have kept at work in case of emergencies. I inspect airplane components for a living so having defective or poor-quality lenses is not only a hazard to me in my day-to-day life but make me unable to do my job ethically and safely. Coopervision case has been opened but they do not wish to take the lenses back for inspection. Reference report #mw5165134.